Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoballoon procedure, there was a leak of the valve of the 12fcc13 flexcath contour sheath. The sheath was exchanged for a new one and the procedure was completed correctly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 12fcc13 flexcath contour sheath with lot 0012773417 was returned and analyzed. Visual inspection before f unctional testing and dissection was performed on the shaft and handle. No anomaly was identified during the external visual inspection. The handle and shaft were intact with no apparent issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 psig showed the pressure decay in the device was 0.07079 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.01601 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the reported "air ingress" issue was not observed/reproduced with the returned sheath. The sheath passed the returned product inspection as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.